Event description:
It was reported that the patient is not able to hear with the device. A trauma on the head has been reported by the patient's parents.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.